Event description:
It was reported that the communicator was showing yellow call doctor icon, and the communicator power cord felt hot. A boston scientific company representative performed the troubleshooting and discussed with the patient advocate and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.